Event description:
Staff was preparing to do a cardiac output test. The device was opened new, out of the box and set up to prime. Staff reports that the tubing wouldn't prime and that the syringe wouldn't pull the fluid through the tubing.